Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was between 500 mg/dl and 600 mg/dl. The customer also reported they were recently released from the hospital for non-diabetes related reasons. Customer treated their blood glucose with the insulin pump. It was also found the customer experienced nausea, weakness and difficulty breathing from their high blood glucose. Troubleshooting did not find any air bubbles or leaks present on the insulin pump. Customer's current blood glucose was 158 mg/dl. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.